Event description:
Patient under went a standard lithotrispy procedure that proceeded normally to a successful completion with stone fragmentation. Approximately one week later, the patient was seen by the treating physician who observed a perivenal hematoma. Blood work was performed and patient was released and is reported as doing fine. Patient will be monitored for hypertension. According to physician, lithotripter performed as normal.